Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that a endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure date unknown (patient age, gender and weight are unknown). According to the complainant, post procedure, the cap of the feeding port detached after less than one month of use. It has been replaced with a different feeding adaptor. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual evaluation found that the flange that is used to open the port of the lid had been jaggedly torn off. The tear around the edge of the plunger of the cap was found to be 1.4 centimeters long. The returned unit was consistent with the complaint incident that the device cap was damaged. During the evaluation the flange that is used to open the feeding port lid was found to be torn off from the rest of the device. It is most likely that due to repeated use and the type of handling during use the flange of the cap became damaged and tore apart. Therefore, the most probable root cause is operational context. (B)(4)

Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure date unknown. According to the complainant, post procedure, the cap of the feeding port detached after less than one month of use. It has been replaced with a different feeding adaptor. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).